Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the user blood glucose (bg) reading was 70 mg/dl, which the reporter attributed to ostensible inaccurate delivery.   No symptoms of hypoglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported based on the allegation against the delivery function of the pump.